Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to challenging patient anatomy. The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea was a cascading event of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment, recurrent mitral regurgitation, intervention, and prolong hospitalization. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapse and flail of the lateral part of the anterior 2 mitral leaflet (a2). On (B)(6) 2023, first clip intervention was performed with a mitraclip xtw. The mr was reduced from grade 4 to 1, with a total of two clips implanted. On (B)(6) 2023, the patient presented with recurrent mr at grade 4, dyspnea, and a single leaflet device attachment (slda) of the xtw clip implanted in january. The posterior mitral leaflet was detached. A second clip intervention was performed to stabilize the slda and further reduce the mr. Two additional clips were implanted. The mr was reduced to grade 2. Per the physician, the slda was due to the large leaflet flail. There were no adverse patient sequelae. No additional information was provided.